Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, it was observed that the pacemaker was in back up mode. An abbott representative was contacted, and the device was restored to its original settings. The patient was stable throughout.